Event description:
Consumer alleges she awoke and found her humidifier smoking and melting which damaged her floor. No injuries were reported with this incident.

Manufacturer narrative:
Abuse by consumer from failure to take preventive maintenance action to properly clean the humidifier caused this failure.